Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of seven photos, the following was observed: the photos show tissue with the what appears to be a hematoma in the staple line and some properly formed staples could be observed in tissue. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that a patient encountered rectal bleeding. Surgery was done in (B)(6) 2020, incident found in (B)(6) 2020 bleeding at the stapled line, used with device cdh29p, t94x5v. The patient has bleeding on saturday night which is 6th day of surgery. Suspect some minor bleeding before the 6th day. On sunday, the patient went through colonoscopy with surgical powder for hemostasis. Patient has discharged on monday.